Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the insulin pump alarmed no delivery. Customer stated that the blood glucose reading was 38 mg/dl because the insulin pump over-delivered insulin. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.